Event description:
It was reported by the sales rep that the pr9 (proplege cs catheter) balloon ruptured. "Procedure was open mitral replacement with maze and tricuspid repair. After first dose of retrograde, the surgeon asked anesthesia to pull pr9 back because he thought it was too deep in the coronary sinus. While collapsing the pr9 balloon anesthesia observed blood in the syringe." After the case, the clinical specialist inflated the balloon with saline and observed a pinpoint hole in the balloon. No patient injury was reported

Manufacturer narrative:
Device was discarded at hospital, dr. Injected balloon after removal and observed pin hole.

Manufacturer narrative:
The catheter was visually inspected and a chatter mark was seen on shaft of the catheter. An attempt was made to inflate the balloon and a pin hole was found on the balloon. The reported balloon hole has multiple possible root causes. Possible causes of the balloon hole include a manufacturing defect, a design defect, and procedural factors. The root cause of the reported balloon hole is indeterminable. There will be no corrective actions at this time for this event. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. The IFU contains the appropriate instructions on how to use the device safely. Manufacturing records were reviewed and there were no associated nonconformances. Trends will continue to be captured through the edwards quality system.